Manufacturer narrative:
Exact date unknown, event occurred in approximately 2020.

Event description:
It was reported that the patients battery was dead. The patient underwent an ipg replacement procedure.